Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform functional testing due to motor error alarms. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the insulin pump would reset, then prompt to prime again, once the alarm was cleared. Customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was above 600 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)